Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not required.

Event description:
It was reported that the patient experienced skin irritation when wearing podpals between 25 and 36 hours. The patient said the pods do not cause irritation, only when they wear the podpals. They went to a doctor was prescribed skin protection novatech smta, a dry wash cream to administer twice a week and an anti-adhesive, laboratoire gilbert, every time they apply a new pod.